Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the large suturecut needle driver instrument cable broke while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted all instrumentation were inspected in sterile processing and then prior to use and damaged instruments are discarded or put aside for evaluation. It is unknown what surgical task was performed or if the instrument collided with any other instruments when the issue occurred. It is unknown if the issue related to opening/closing of the grips; left/right (yaw) motion of the grips; and up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument no fragments fell into the patient.